Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. The device had a scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.